Manufacturer narrative:
The reported issue was confirmed. The root cause identified as an isolation circuit board failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was doing calibration on arctic sun device and that failed for an error 99(patient temperature out of calibration- no control), they had two calibration test units (ctu) and tried both but got the same error. Explained they need an isolation circuit board and gave them part number and price.